Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels ranging from 250mg/dl to above 600mg/dl and moderate ketones. Manual injections were administered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer reported that manual injections would be used for insulin therapy.